Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with approximately 200-220 units of insulin. Reportedly, the cartridge was filled on (B)(6) 2016, and the insulin gauge currently displayed an inaccurate amount of 27 units. In addition, the customer reported often having issues with the touchscreen not responding when certain features are pressed on. During troubleshooting with tandem technical support, the touchscreen was performing as intended. The customer reloaded the cartridge successfully and confirmed that the pump would continue to be monitored. The customer reported blood glucose (bg) level was elevated; however, the value was not known. A correction bolus was delivered to address bg level.